Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic discomfort ('pelvis heaviness') and menorrhagia ('significant menstruations') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included myopia correction in 2010 and uterine fibroma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("anemia") and was found to have fibroma ("fibroma"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy with ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic discomfort, menorrhagia, anaemia and fibroma outcome was unknown. The reporter considered anaemia, fibroma, menorrhagia and pelvic discomfort to be related to essure. The reporter commented: insertion date of essure was unknown. Lot number was unknown. Essure was removed at patient's request due to pelvic heaviness, heavy periods, anaemia, and fibroma. No follow up was performed after essure removal. The essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure, a hysterectomy due to a myoma. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire received: essure was removed at patient's request due to pelvic heaviness, heavy periods, anaemia, and fibroma. No follow up was performed after essure removal. The essure removal was not the main cause of the procedure, but it was performed after another gynaecological procedure, a hysterectomy due to a myoma. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic discomfort ('pelvis heaviness') and menorrhagia ('significant menstruations') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and anaemia ("anemia") and was found to have fibroma ("fibroma"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy with ovary conservation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic discomfort, menorrhagia, anaemia and fibroma outcome was unknown. The reporter considered anaemia, fibroma, menorrhagia and pelvic discomfort to be related to essure. The reporter commented: insertion date of essure was unknown. Lot number was unknown. The patient wanted to remove essure. No information was available concerning outcome of the events after removal of essure inserts. Essure sample is not available for investigation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.